Event description:
On (B)(6) 2004 previously the clinic had turned off the atrial lead. The threshold had been really high and the lead had perforated her atrium during implant so they wanted to eliminate any possible issues the atrial lead was causing. Today she is programmed vvir 60. (B)(6) hospital, (B)(6) . Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).